Event description:
The customer reported inaccurate fill estimates after loading a cartridge. There was no reported impact to the customer's blood glucose level. The patient declined further assistance.